Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) informed the charge nurse that tower shelf clips are supplied by inpatient pharmacy, notified the pharmacy technical and advised the customer that the ticket will be closed since this is a customer-supplied item. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer clip was broken caused fall down. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.